Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the keypad was intact and all keys responded appropriately. The keypad cover was removed; no contamination was found under the key contacts. The keypad button complaint could not be duplicated. Unrelated to the original complaint, the pump was returned with moisture behind the display lens. A leak test failed due to a base crack on the front of the pump between the case seal and the keypad. The pump cover was removed; internal moisture was found on the printed circuit board and the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. All keypad buttons were reportedly unresponsive. The reported denied moisture and denied damage to the keypad. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.